Event description:
Dr (B) (6) was using an accucirc on a pt without incident until the handle was depressed. He waited 5 minutes for hemostasis and when he attempted to unlock the handle it was jammed. As the lock would not release, the foreskin was manually pulled out of the device. It appeared that the blade inside never fired. There was no harm to the pt. Upon examination by the kol rep, it appears that the device may not have been engaged correctly. The rep spoke with dr (B) (6) and took the device with him for qa analysis.